Event description:
It was reported that during a hip procedure using a 1.8mm q-fix all suture anchor, the anchor did not release properly from the inserter handle after it was deployed. The surgeon felt it was necessary to drill a new bone hole to complete the procedure, using an additional anchor. There were no significant delays or pt complications reported as a result of this event.